Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was fully fired. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. Sub-flush staple pushers were noted. The reload was loaded into a post market vigilance instrument for functional testing. The reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as staples) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of this condition may also occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The device was being used for the stapling of the stomach. There were no issues loading or unloading the device and the stapler was able to fire. However, the distal end of the staple line was incomplete and there was poor staple formation. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The incomplete staple line was transected using a non-reinforced reload, re-stapled, and then over-sewed. There was tissue damage but no unanticipated tissue loss. The intervention added an additional twenty to forty minutes to the procedure time. The hospital stay of the patient has not been extended due to the extended time. There was no additional blood loss and the incision was not extended. The patient status is alive, no injury.